Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot number. It was reported the pt was experiencing painful stimulation when she stood up. X-rays identified one of the leads appeared to have pulled slightly out of the epidural space. Reprogramming was able to provide stimulation around the painful areas; however, several of the contacts could not be used. Surgical intervention may be taken at a later date to address the issue.